Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during a drg trial implant, the sheath did not retract out of the needle. As a result, the fragment was left in the patient. There is no plan to remove the fragment.

Manufacturer narrative:
The reported event of the tip of the sheath being detached during the procedure was confirmed by visual inspection. As received, visual inspection showed the returned sheath tip, which includes the radiopaque ring, was found missing. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Correction, h6: patient code.